Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump was found split into two pieces after the user was sleeping, the device could power on but the screen assembly had separated, and the device had not been synced prior to shutdown; the problem involved a loss of or failure to bond affecting the display component, and the user experienced no injuries while blood glucose management was not affected and backup therapy was used. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a bonding failure of the display assembly component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.